Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch #299d32. Investigation summary : the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the glc80 device was received with no apparent damage and with a glcr80b reload loaded in the device. The reload had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported of would not fire was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. The event of would not open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 299d32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 10/8/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy the surgeon took a device closed the product on the small intestine: stapling and reopening the clamp were impossible. The system was completely blocked, as if the little black button and the white button at the end of the clamp were broken. They had to take a dissecting forceps to loosen the forceps and release the small intestine. They then opened a third device with a new batch number and it worked perfectly. This surgeon uses this forceps regularly. This has nothing to do with the pin that could get stuck. There were no consequences on the patient, the intervention took 15 minutes more.

Manufacturer narrative:
(B)(4). Date sent 10/20/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.